Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was taken to the emergency room (ER) due to a elevated blood glucose (bg) level of 583 (mg/dl). Reportedly the customer believed a "bad" site was the cause however, did not observe any issues with the supplies. The customer received saline and insulin intravenously while in the ER. The customer left the ER after 4 hours and the customer's bg level had lowered to 200-210 (mg/dl) when released.